Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h11: correction to field d5: describe event or problem.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used in the trachea during an endoscopic tracheal dilation procedure performed on (B)(6) 2022. During the procedure, the distal tip of the balloon ruptured and the device could not pass through the working channel. Additionally, the same issue occurred on the second cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Correction- during the procedure, the distal tip of the balloon ruptured at 3 atm and the device could not pass through the working channel. Additionally, the same issue occurred on the second cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon.

Event description:
This report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used in the trachea during an endoscopic tracheal dilation procedure performed on (B)(6) 2022. During the procedure, the distal tip of the balloon ruptured and the device could not pass through the working channel. Additionally, the same issue occurred on the second cre pro wireguided dilatation balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code a0402 captures the reportable event of balloon burst.